Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing. The complaint was not confirmed.. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. A tertiary issue was also noted; the test strips were bent during slitting and vialing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
See incident description for device evaluation.